Manufacturer narrative:
The field service engineer (fse) was on site on (B)(6) 2008. The fse performed the high sensitivity (hs) system check and it failed on pipettor # 2. The fse performed alignments. Fse repeated hs system check and ran carryover procedure. Both procedures passed within published specifications. No definitive root cause can be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer reported erroneous results on troponin, ckmb and myoglobin assay for one patient's sample with multiple draws. The patient sample was tested on the unicel dxi 800 access immunoassay system. A repeat of the sample testing was performed on another instrument and the results were within the reference range. The event log shows no system errors occurred at the time the patient specimen was processed. The initial erroneous results were reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.